Event description:
It was reported that the device was explanted in 2007, after an implant duration of zero days, due to regurgitation, secondary insufficiency. It was additionally reported that a second device, model #6625-esr-lp, was explanted. Refer to MFR #6000002-2008-08271. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.